Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided repairs information battery was found defective and needed to be replaced. Despite several requests for parts return and attempts to collect additionnal information, we did not receive anything that would allow us to go further with this investigation. The reported issue seems to be linked to a defective battery but based on available information the root cause of this defect remains unknown. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "defective battery." Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.